Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.

Event description:
In 2009, the distributor reported that during a revision surgery fifteen days prior, one of the prongs of the instrument was damaged during the screw explantation. Additional info received on 04 mar 2009, the distributor reported that the initial surgery was in 2007. The revision surgery was due to pain. The surgeon removed the left side of the construct on l5 to s1. The surgeon was able to finish the case by using another driver.